Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead dislodged. During the lead revision procedure, a stylet was unable to be inserted into the lead and the helix of the lead was unable to be retracted. The lead was explanted and replaced. No patient symptoms were reported.